Event description:
It was reported that the patient implanted with this pacemaker had undergone a magnetic resonance imaging (MRI) scan in (B)(6) 2025 and feels like they have been in atrial fibrillation (af) 100% of the time since then. The patient wondered if technical services could see their heart rhythm in the remote monitoring system. Technical services referred the patient to their clinic. The patient also contacted latitude customer support and was told again to contact the clinic for any device interrogation details. No additional adverse patient effects were reported. The device remains implanted and in service. It was learned that this device was programmed to MRI protection mode on the date in question. The device was set to doo mode at 80 bpm, with a three-hour timer set. However, MRI protection mode was exited almost immediately. Based on the patient's claim that they felt like they were in af since the date of the MRI programming, it was suspected that the asynchronous doo pacing mode had induced the patient into af. A request was made for the local sales representative to obtain additional information, but the site where the MRI was performed was not provided so no further information was available.

Manufacturer narrative:
This report will be updated when our investigation is complete.